Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was running slowly and shuts off on its own. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been running slowly. The customer had reported that the station was running slow and displayed the error object reference not set to an instance of an object. The technical support specialist (tss) discovered that the station database was bloated and that a hardware failure icon was displayed on the station screen. The tss take the station down for a full synchronization. The database was backed up, and the station was successfully fully synchronized. After rebooting, the station came back online and was fully functional. The tss monitored user activities on the station screen. The drawer was successfully recovered using the recover storage space feature by the user. The system functioned as intended after the technical support specialist troubleshot the device.